Event description:
It was reported that the infusion with a bolus infusor ended earlier than expected. This occurred during patient infusion. There was no adverse event associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The device was returned and is in the process of being evaluated. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.